Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 24 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline pericardial effusion was noted. The first two closure devices were deployed and fully recaptured. A 24mm device was selected and successfully implanted. No effusion change was noted post-procedure. In post-operative recovery, patient became hypotensive and an increased pericardial effusion was noted via transthoracic echocardiogram (tte). Approximately, 40 minutes later, a repeat tee was performed at the pericardial effusion had increased. A pericardiocentesis was performed to successfully resolve the effusion. Patient is stable.